Manufacturer narrative:
The instructions for use for the ijs-e system includes the following warning: "for safe effective use of the implant, the surgeon must be thoroughly familiar with the surgical technique for the device, implant and associated instruments. Improper insertion of the device during implantation may also increase the possibility of loosening, migration, and failure of the device or the treatment." The connecting rods must be positioned with the mating splines facing each other in order to fully tighten the locking screw. This was an error that the surgeon noticed during the revision and therefore should have noticed during the initial procedure.

Event description:
An implanted ijs-e (internal joint stabilizer - elbow) uncoupled at the arm joint.